Event description:
N/a.

Manufacturer narrative:
The hakim valve (ID 823162) was returned for evaluation. Failure analysis - the valve was visually inspected: needle holes in the needle chamber were noted. The position of the cam when valve was received was 70mmh2o. The valve was leak tested only leaked from the needle holes in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As seen in the investigation report no occlusion issues were noted.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve ( (B)(6) ) was implanted via ventricular peritoneal shunt on (B)(6) 2020 with unknown setting. Since obstruction was suspected, the valve was removed and replaced on (B)(6) 2023. Based on information provided, it is unknown if the patient experienced any signs and symptoms due to obstruction. The patient recovered.